Event description:
Following information gathered, the bed¿s frame platform raised without any command given. There was no indication regarding patient involvement. No injury was reported.

Manufacturer narrative:
The arjo service engineer during an on-site visit checked the device and found that an unintended movement of the bed platform occurred due to a hand control malfunction (handset cable was damaged). The handset cable damage could cause a short in the cable that could result in the unintended movement. The defective part was replaced and all functions of the claimed bed were working correctly. No other issues were found. To sum up, it was reported that the minuet 2 bed did not meet its performance specifications due to unintended movement of the bed. There was no indication regarding patient involvement. The complaint decided to be reportable due to unintended bed movement reported.